Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and screen was blank and received a unexpected restart and a no delivery alarm. The customer¿s blood glucose level was 340 mg/dl. Customer reports they were able to clear the alarm. Customer was not able to complete rewind the no delivery alarm. The customer reported crack on the above up arrow. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display returned. The customer was advised to refer to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm and no delivery/occlusion alarm due to blank display.